Event description:
Clinical study. It was reported that during a coronary artery stenting procedure balloon withdrawal resistance occured. The lesion being treated was a 3.0mm, 99% stenosed, severly tortuos 30mm portion of the proximal right coronary artery (prox rca). The physician treated the lesion with predilatation using a 2.5x15mm non bsc balloon and successful placement of a 3.00x32mm taxus liberte' study stent. Moderate balloon withdrawal resistance occured. The physician completed the procedure successfully. The physician also placed a 3.00x20mm taxus liberte' study stent in the mid lad. The physician also placed a non bsc stent in the 2nd obtuse marginal. The patient was discharged 7 days later on plavix and aspirin.

Manufacturer narrative:
As the unit was not returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for the batch found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this complaint incident cannot be determined. Bsc ID#a00043739/tw#281784 h3 other text : product unavailable for analysis